Manufacturer narrative:
This electrode was explanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient complained of pain since the initial implant. A computed tomography (CT) scan showed that the electrode had entered the thoracic cavity and had perforated the lung. The electrode was listed for an extraction and replacement. Additional information noted that the electrode was cut proximal to the suture sleeve, explanted and replaced. No additional adverse patient effects were reported.